Manufacturer narrative:
(B)(4): thermal alarms. (B)(4).

Event description:
Pt has been doing ccpd at home for a year. He uses two 5-liter bags for 4 fills of 2,000 ml with no last fill and no daytime exchange. He started his treatment as usual. He woke up around midnight with pressure in his stomach. He was in dwell 2. He bypassed to drain and drained 3,8000 ml. He does not know what his previous drain volume was. He normally uses 1.5% dextrose solution but when he feels that he needs to remove more fluid, he would use one 2.5% dextrose solution. He felt better after draining and was able to complete his treatment. There was no serious injury.